Event description:
A report was received that the patient's ipg was moving around in the pocket after the patient had lost weight (not device related). The patient underwent a pocket revision procedure. The ipg was moved to a new pocket site.